Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with manual release tube knob problem was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty uim pcb (user interface module printed circuit board). Appropriate action was taken to correct the reported problem by replacing the uim pcb. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4)

Event description:
This is a report of a colleague infusion pump with a manuel tube release knob was turned and then reset but the pump will not turn on. This condition could have caused an interruption of delivery. The reported condition occurred during surgical pediatric unit. There was no patient involvement, injury, or medical intervention related to this event. The software for this device is currently not known. No additional information is available.